Manufacturer narrative:
Due to an increase in reports of similar failures, a CAPA investigation was implemented. Investigation found an undesirable interaction between the circuit design and the new potentiometer over time. Further engineering analysis concluded that the new potentiometer's internal contact resistance was changing during use, and the circuit was overly sensitive to this change. The investigation also showed that the internal contact resistance of the previous potentiometers, used prior to august 17, 2023, did not change much over time when compared to the new potentiometer, concluding the root-cause for the failure was within the new potentiometer. As part of corrective actions, max mobility has initiated a field action recall for all speed control dials that are currently in use. Max mobility will be providing switch control buttons or switch control buttons with mono jack option to replace the affected speed control dials.

Event description:
Received report claiming while the end-user was using the smartdrive mx2+ device via a speed control dial, when rotating the dial back to the stand-by/neutral position to stop, the motor would not disengage and continued to run. No injuries were reported to have occurred as a result.